Event description:
This will be filed to report incomplete coaptation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with posterior leaflet prolapse. The first clip (30418a1058) was deployed successfully. For further mr reduction, a second clip (30418a1060) was advanced, and while maneuvering with the second clip, the second clip interacted with the chordae causing the first clip to detach from the anterior leaflet and remain attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that difficulty grasping was experienced with both clips. The second clip was then implanted to stabilize the slda clip and the procedure was concluded with a resulting mr of grade 1. There was no clinically significant delay in the procedure and no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda and dislodgement (damaged by another device) was due to procedural conditions. The reported difficult leaflet grasping appears to be due to challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.